Event description:
According to the customer, the brakes do not work and the handle shakes. She has fallen or has nearly fallen on multiple occasions but there was no injury.

Manufacturer narrative:
According to the customer, the brakes do not work and the handle shakes. She has fallen or has nearly fallen on multiple occasions but there was no injury. There was no further information. Due diligence has been completed. No additional details are available related to the customer reported issue. Despite multiple good faith efforts to obtain additional information, the customer contact was unable or unwilling to provide further incident details to the manufacturer. The sample was requested for evaluation. No additional information is available. Due to the reported incident and in an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.there were no reports of death, serious injury, medical intervention, or follow-up care. It has been determined that the event did not involve a death or serious injury; however, it meets the definition of a reportable malfunction, as recurrence of the malfunction could cause or contribute to death or serious injury. Based on the information reviewed, this is a reportable event as defined under 21 cfr 803.3.